Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hwc. PMA/ 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the nail broke through the elongated distal locking hole. The nail is made of material (B)(4) (stainless steel (B)(4)). The examination of the manufacturing documents of the producer and the raw-material inspection sheet of the supplier showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the nail is in compliance with the international standards. The dimensions of the investigated nail were checked using a digital sliding calliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. The measurements were taken close to the fracture site. The fracture surfaces of the nail were partially abraded and therefore impaired for investigations (proximal fragment). Multiple crack initiation sites were noticed close to the fracture surfaces. The proximal femoral nail anti-rotation (pfna) blade and the accommodating hole in the nail indicated mechanical wear and corrosion. When examining the distal fracture surfaces of the nail using scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The primary crack initiation started at the lateral side of the nail and ran into the material. A secondary crack initiation was observed at the medial side of the nail, visible on both fracture surfaces. After breaking, the two fragments rubbed against each other causing further destruction. This was more pronounced on the first fracture surface (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and over a large amount of the fracture surfaces. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (loading and unloading during walking). The presence of these striations is a clear indication of a fatigue process. Both fracture surfaces also showed areas with dimples. These dimples correspond to the residual forced fracture zone. Sem observations and findings showed that the nail failure was caused by fatigue and overload. Based on the topography of the fracture surfaces, it can be concluded that the nail was subjected to low dynamic bending loads (two sided). Constantly alternating bending loads / load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the nail. The nail could not resist the applied force which finally led to the material overload / fatigue failure. An instable fracture situation post-operatively may have played a certain role too. We found no evidence of material or manufacturing defects. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the proximal femoral nail antirotation (pfna) implanted for a left femoral fracture broke postoperatively, prior to the fracture being consolidated. The report indicated while putting on compression hosiery, at the rehabilitation clinic, the patient suddenly felt a sharp pain in the area of the right femur particularly in the vicinity of the adductors. Weight bearing of the leg was no longer possible. The exact date of the plate breakage is unknown, the first indication was on (B)(6), 2014. There were no postoperative complications after removal of the broken plate, the wounds were reported to be healing the patient was discharged to rehabilitation full weight-bearing. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional x-ray,16th, showing breakage and dates of all the x-rays. The dates on the initial medwatch report from the operative report remain correct this information is in addition the previously reported dates if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.